Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing/short of breath, congestion. There was no report of serious or permanent patient harm or injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing/short of breath, congestion. There was no report of serious or permanent patient harm or injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received new and relevant information on 05/19/2025. The device was returned for lab investigation by pil, during the external and internal investigation it is observed that missing of the front and rear beauty covers, microsd cover, and micro usb cover. A dust like contamination on the air inlet filter, exterior of the top enclosure, power supply shield, iso port transition tube, blower box top, blower motor, blower bellow, blower boot, blower box, inlet filter baffle, and the bottom enclosure. There appeared to be dried liquid spots with a white powdery substance consistent with mineral deposits on the interior of the top enclosure, display ribbon cable, interior of the blower box top, blower motor, blower boot, and the interior of the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). Visually, the sound abatement foam looked intact. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Pil was not able to address the symptoms specified. The results of this investigation do not impact the calculated risks. Section g3 has been updated. In addition, appropriate code updated/corrected in this follow-up report.